Manufacturer narrative:
Additional information was received on (B)(6) 2019. The device was explanted on (B)(6) 2019. 2. Is other serious- uncheck. 2. Is required intervention- check. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on (B)(6) 2019. The patient has reported to have experienced unspecified generalized illness due to her implants. The root cause of the patient¿s symptoms is unclear. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female underwent breast augmentation revision with mentor smooth round moderate plus profile 550cc saline prostheses and experienced bilateral deflation post procedure. Additionally, the deflations were noted to have been causing her pain. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. See 1645337-2019-11428 for contralateral prosthesis report.